Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the customer's blood glucose ranged from 300 mg/dl to 20 mg/dl. The caller did not troubleshoot for the customer's blood glucose. The caller did not indicate any treatment for the customer's blood glucose. The insulin pump will not be returned for analysis.